Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that while during a clinical case the site kept getting a registration failure with fiducials. Navigation was listed as aborted. The site stated they had a 4.5 mm error as the doctor touched the tumor he was worried that he wasn't in the zone of accuracy. The representative stated that they had some errors with red fiducials that may have caused error in their metric values. Site had also tried to use trace with the 3 points and stated that their first blue dot wouldn't appear. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.